Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a splenic embolization procedure, friction was encountered during advancement of the coil through the microcatheter. The coil deployed well until the last centimeter, which could not be completely placed at the treatment site without overflow of the coil into the celiac trunk. During the attempt to remove the coil, resistance was encountered and the coil detached in the microcatheter, leaving approximately 10cm of the coil in the intended treatment area. The coil was successfully retrieved from the patient with a snare device. There was no reported clinical sequelae as a result of the issue.